Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen for a normal follow up visit and there were several hundred stored episodes of ventricular tachycardia (vt) with a rate of 380 bpm. The presenting data shows intermittent loss of capture on the right ventricular (rv) channel and threshold measurements were high with in office testing. The patient did report possible syncopal events. However, the health care professional stated they are not certain if the patient's symptoms are related to the loss of capture as the patient has an underlying rhythm and no pacing pauses were observed. The rv output was increased and the patient's physician is aware of the issue and will follow the patient more frequently. No adverse patient effects were reported.